Event description:
The facility reported that while the lift was returning to charge, the track's junction point disengaged, causing the lift to fall off the track. The caregiver sustained a scratch on the forehead. No other injuries were reported and treatment was not described. (B) (4)